Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet luer connector between the infusion set and cartridge snapped, and the patient used pliers to remove the cartridge before replacing supplies and resuming insulin delivery; the device component involved was the cartridge/connect adapter and the problem was a cracked or broken component with no device alarms. Symptoms included hyperglycemia with a highest reported blood glucose of 308 mg/dl lasting about one hour, without ketone testing and without medical intervention. Outcomes included temporary elevation of blood glucose without hospitalization or long-term injury. Investigation included complaint handling, return of the connectors, and product evaluation. Investigation of this case revealed physical breakage of the connector consistent with a cracked component. It was concluded that the event involved a device component failure leading to interrupted insulin delivery and transient hyperglycemia, with correction after the patient replaced supplies and resumed therapy.